Manufacturer narrative:
Recall #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. There is no complaint against the returned product, therefore no analysis is required and no checklist will be initiated. Product was returned for disposal. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has passed away. The cause of death is unknown.